Event description:
Related manufacturer reference number: 2017865-2021-37932. It was reported that a patient presented remotely via merlin.net. The patient's right atrial (ra) and right ventricular (rv) leads had loss of capture and decreased sensing. The ra and rv leads were both left in with the old system and programmed off while a new system was implanted. The patient was stable throughout procedure.